Event description:
It was reported that a gradual decline in the child's hearing performance has been noticed by the guardians since (B)(6) 2011. History of head trauma is denied by the guardians and problems of external devices are ruled out. Latest testing result shows 6 channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.